Event description:
It was reported that the patient presented to the operating room for cyst removal. During procedure, however, it was discovered that the suspected growth had actually been cardiac perforation of the right ventricular lead. Pacing impedance had decreased. An additional procedure was completed to explant the lead. The lead was successfully replaced. The patient was stable.